Event description:
Alert showed low glucose so adjusted food intake and ate sugar...made symptoms worse with head spinning as glucose went up to dangerous level. Multiple times the low glucose alarm went off and I ate sugar to combat the low alarm...no wonder I felt so terrible because the sensors were crap. Now I know that the alarms were false readings and dangerous to my health, here I thought they were there to help.